Manufacturer narrative:
Analysis results are not available at the time of this report. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the item was returned from a primary surgery in a broken condition. No hard bone, debris, or patient impact was noted. The item was inspected before being sent out for the case and has since been returned for evaluation.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received device shows signs of breakage as evident by appearance. The breakage is concentrated at the drive end. The transverse fracture pattern exhibits that the hexagonal screwdriver was subjected to non-axial application of regular higher torque leading to torsional forces, that leads to excessive stress on the drive ends, which goes past its yield point, and ultimately leads to breakage. Furthermore, a hardness test was performed on the cylindrical surface closest to the fractured surface of the returned item. The avg. Value indicates the material being within the limit with the accordance range. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The event was caused by improper repetitive usage and exposure to extensive torsional load contributing to the event. If more information is provided, the case will be reassessed.

Event description:
It was reported that the item was returned from a primary surgery in a broken condition. No hard bone, debris, or patient impact was noted. The item was inspected before being sent out for the case and has since been returned for evaluation.